Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor on (B)(6) 2019 was 97 mg/dl. The user had not unlocked the pump since 8:18 pm on (B)(6) 2019. An auto-off alarm stopped delivery at 8:18 am on (B)(6) 2019. At 9:06 am, user resumed delivery and requested a 1 unit bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. There were no erratic basal rate adjustments. Making bolus requests and not entering current bg value could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not feeling good due to a possible low blood glucose (bg value not provided) and sugar pills were consumed. Customer went to the emergency room and upon arrival, blood glucose (bg) was 146 mg/dl. A computerized axial tomography (cat) scan was performed as customer did not know if illness was due to low bg or a stroke. After 6 hours, customer felt better; however, was admitted to the hospital. Customer was unsure if there was permanent damage. Customer declined to provide further information regarding the hospitalization and declined tandem technical support's (cts) offer to review pump history. Reportedly, customer used the pump cartridge for 4 days. Cts advised customer to change out cartridge more often. Per labeling, cartridge was not to be used longer than 48 or 72 hours depending on type of insulin used.